Manufacturer narrative:
The device was discarded by clinic staff. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During the first treatment with the diamondback coronary orbital atherectomy device (oad) on low speed for twenty seconds in the right coronary artery, which was 80% to 85% stenotic and highly calcified, the crown of the oad jumped slightly. A suggestion was made to inject contrast an analyze the vessel, but the physician declined. Two additional treatments were performed on low at 25 seconds each without additional contrast for vessel analysis. The oad was removed, and an angiogram was performed, which revealed a type c dissection with extravasation at the lesion site. Additional vascular access was gained, and two stents were placed to resolve the dissection. The patient did not require mechanical support and did not code during recovery.